Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer case was broken. It was also indicated that the stylus tip position on the touchscreen was out of calibration. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer case was broken. The programmer was return for service. No patient complications have been reported as a result of this event.